Event description:
It was observed that during the device evaluation, the video system center exhibited fluid adhered to the video connector socket. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. It is presumed that the phenomenon was caused by printed card circuit board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.